Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-feb-2016. It refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted in 2009 for contraception. The patient got pregnant twice with essure. Her first pregnancy was in 2014; she delivered in the same year (please refer to (B)(4)). She did not follow up with the hysterosalpingogram test post insertion. She got pregnant again and delivered her baby in 2016. She had an ultrasound done and only one insert could be seen, they were not sure about second one. She was scheduled for a tubal ligation. Essure was continued. Follow-up received on 04-apr-2016: questionnaire for pregnancy under essure was received. Information received from physician states that the female patient, who has as concomitant condition morbid obesity, had essure placed on (B)(6) 2009. According to reporter, they did not perform the insertion procedure and informs that patient was seen in 2015 for pregnancy. Also according to health care professional, no essure confirmation test was done. Essure was not removed. However and, despite of being asymptomatic, patient wants permanent option and is scheduled for salpingectomy in (B)(6) 2016. Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Follow-up from 05-jul-2016: follow-up attempts have been completed, with no response to date. Follow-up information was received on 30-aug-2016. Questionnaire for pregnancy under essure was provided. There was no abnormal findings prior essure insertion. Back-up contraception was used; however no essure confirmation test was performed. Patient had 2 vaginal deliveries after essure in 2009. On (B)(6) 2016, essure was removed. Patient underwent laparoscopic bilateral tubal ligation and removal of left essure coil from abdominal cavity was performed. Reporter stated it was medically necessary to remove essure and that it was also a patient request. It was mentioned there was a perforated coil in abdomen. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had 2 pregnancies after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy and delivery, which occurred approximately 6 years after essure (fallopian tube occlusion insert) insertion. In addition, it was reported only one essure insert could be seen at ultrasound, they were not sure about second one. Removal of left essure coil from abdominal cavity was performed. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient did not have the hsg. Additionally, an ultrasound could not see essure in one side. This possible device dislocation in association with the treatment noncompliance could be alternative explanations for the essure failure (pregnancy). It was not clear whether the essure insert which was seen at ultrasound was the one which was removed from abdominal cavity. Pregnancy occurred more than 3 months after essure placement. A causal relationship between these events with the suspect insert cannot be excluded. This case was initially not regarded as incident; since physician stated patient was asymptomatic and the salpingectomy was planned because she wanted a permanent option (regarded as an alternative contraceptive measure). However, upon receipt of follow-up, this case was upgraded to incident since a device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect.

Manufacturer narrative:
This retrospective pregnancy case was reported by a medical doctor and describes the occurrence of the first episode of device dislocation ("perforated coil in abdomen"), the second episode of device dislocation ("ultrasound: they could see only 1 insert, they are not sure about the second one") and pregnancy with contraceptive device ("pregnant with essure (second pregnancy)") in a (B)(6)-year-old female patient who had essure inserted for contraception. Other product or product use issues identified: device monitoring procedure not performed "she did not follow up with the hsg test post insertion" and device ineffective "device ineffective". The patient's concurrent conditions included morbid obesity. In (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2016. In 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the last episode of device dislocation outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device, the first episode of device dislocation and the second episode of device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Most recent follow-up information incorporated above includes: on 11-apr-2017: reporter did not respond to follow-up attempt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) -year-old female patient who had 2 pregnancies after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy and delivery, which occurred approximately 6 years after essure (fallopian tube occlusion insert) insertion. In addition, it was reported only one essure insert could be seen at ultrasound, they were not sure about second one. Removal of left essure coil from abdominal cavity was performed. These events are anticipated in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient did not have the hsg. Additionally, an ultrasound could not see essure in one side. This possible device dislocation in association with the treatment noncompliance could be alternative explanations for the essure failure (pregnancy). It was not clear whether the essure insert which was seen at ultrasound was the one which was removed from abdominal cavity. Pregnancy occurred more than 3 months after essure placement. A causal relationship between these events with the suspect insert cannot be excluded. This case was initially not regarded as incident; since physician stated patient was asymptomatic and the salpingectomy was planned because she wanted a permanent option (regarded as an alternative contraceptive measure). However, upon receipt of follow-up, this case was upgraded to incident since a device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs